Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined, however it is likely "no image" due to defective patient board set. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during the inspection for use of an unspecified diagnostic procedure, the evis exera iii video system center had no image. There were no reports of patient or user harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, the customer¿s allegation was confirmed. In addition, the non-reportable findings are as follows: the scope connector socket was worn out and connection was loose. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.